Event description:
It was reported that the right atrial lead exhibited a high impedance of 1265 ohms. Review of the lead impedance trend showed that impedance rose from 400 ohms to 1000 ohms around (B)(6) 2011. Atrial noise was observed on the egms. The patient did not want to undergo surgery so the patient's pulse generator was programmed to vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.